Manufacturer narrative:
Analysis of the ins model 37712, serial (B)(4) found no significant anomaly. The battery had reduced capacity due to overdisc harge. Analysis of the lead model 39565-65, serial (B)(4), found no significant anomaly. The lead body was cut through and the product segmented.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt his therapy was no longer effective. The patient's system was explanted and not replaced. The patient status was reported as alive with no injury or adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.